Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The patient underwent left heart catheterization. A 4.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured inside the patient's body. The device was removed successfully and there were no device fragments left inside the patient's body. A new device was used, and the procedure was completed. There were no patient complications.

Event description:
It was reported that balloon rupture occurred. The patient underwent left heart catheterization. A 4.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured inside the patient's body. The device was removed successfully and there were no device fragments left inside the patient's body. A new device was used, and the procedure was completed. There were no patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR.: fg nc emerge mr, us 4.50mm x 15mm catheter was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion identified multiple kinks throughout the extrusion and the inner lumen was detached 20.2cm from the port exchange. The balloon was detached and not returned.